Manufacturer narrative:
The device was not received for analysis. A review of the manufacturing record was performed and met specifications. Our investigation suggests this event was not caused by a deficient intraocular lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
Following implant with a multifocal intraocular lens the patient reported he was not comfortable driving at night.. Visual acuity results were 20/20. Surgeon felt he had a bad patient selection. The lens was exchanged for a monofocal lens 4 months after initial surgery.

Manufacturer narrative:
The multifocal intraocular lens has not yet been received for analysis. The lens met all manufacturing specifications prior to release to market. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.